Event description:
The patient stated that yesterday her blood glucose was elevated to 350 mg/dl. She stated, that she felt tired and nauseated. Her normal blood glucose range is 150-200 mg/dl. The patient gave herself a 3 unit bolus of insulin to lower her blood glucose. She stated, that her blood glucose is still slightly elevated due to stress. She stated, that she is getting air bubbles in her insulin cartridge and infusion tubing and she is wasting insulin, while trying to prime them out of the system. She stated, that she does not perform the visual check to align the bottom of the insulin cartridge with the piston rod before inserting it into the infusion device. The patient also stated that, she pushes the insulin cartridge into the infusion device instead of screwing the cartridge onto the piston rod. The patient was educated on the proper technique and was referred to the user's manual. A request was submitted for patient training. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.